Manufacturer narrative:
Reported event: difficulty accessing common bile duct. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician reported difficulty advancing the device through the scope and advancing the brush. The device also had difficulty passing the stricture within the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.